Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager shown incorrect temperature. As per part investigation, it was determined that there was thermal damage observed on the assy srm buffered temp probe caused by an overheating condition. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of the srm temperature display failure was confirmed during fse (field service engineer) testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order (B)(4), the field service engineer reported that the smart remote manager temperature was flashing 99, therefore the fse replaced the temperature probe and recalibrated and verified the temperature with a certified probe. During dchu visual inspection p/n 136355-01: the assy srm buffered temp probe received showed visible thermal damage along the cable. During dchu testing p/n 136355-01: no dchu testing was necessary due to the observed thermal damage along the cable during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue temperature display out of range was determined to be due to a thermally damaged assy srm buffered temp probe caused by an overheating condition, which prevented the smart remote manager to display the proper temperature.